Event description:
It was reported that the device was used during a bilateral lung volume reduction. It was reported by the rep that the contact person stated that an ez45b had misfired during the procedure.the rep spoke with the surgeon and he stated that on the second firing of the ez45b the instrument misfired. Buttress material was used during the procedure. There was no consequence to the pt.